Event description:
As reported, the tip of a 10fr optease retrieval catheter had split while using it to retrieve a filter. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the tip of a 10fr optease retrieval catheter had split while using it to retrieve a filter. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The 10fr optease retrieval catheter was received non-sterile inside a clear plastic bag and removed for evaluation. Visual inspection identified a frayed condition at the brite tip, with no other outstanding observations noted. Examination of the separated surfaces using a vision system identified ductile dimples consistent with micro void coalescence, a phenomenon in which ductile material subjected to excessive mechanical stress forms micro voids that expand and rupture, leaving cuplike depressions. Elongations were observed along the edge of the frayed material, consistent with deformation occurring when applied mechanical stress exceeds the material¿s yield strength, resulting in plastic rather than elastic deformation. Dimensional analysis was performed to verify the device¿s inner and outer diameters, with measurements taken near the damaged area, and all results were found to be within specification. Based on the evaluation, the catheter exhibited fraying at the brite tip; however, the exact cause of the observed condition could not be conclusively determined. The analysis did not provide evidence to suggest the observed damage was related to the manufacturing or design process. The reported ¿brite tip (csi/filters) ¿ frayed/split/torn¿ was observed during the product evaluation however, the exact cause of this event cannot be determined. Product evaluation results indicate the damage was caused by exceeding the material¿s yield strength. Multiple attempts were made to obtain additional event details; however, supplemental information was not provided. Due to limited procedural details, potential procedural and/or handling-related contributors cannot be assessed and cannot be excluded. The IFU includes the following warning and precaution relevant to retrieval forces and device interaction: ¿excessive force should not be used to retrieve the filter.¿ ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding. It is the responsibility of the physician to use his/her judgement, based on patient safety and clinical experience, regarding the acceptability level of any resistance and/or whether to continue or abort the retrieval attempt.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.